Manufacturer narrative:
Type of investigation not yet determined. The field service engineer visited the hospital, performed drive regulator tests, compressor output/ compressor performance tests, and all manifold test. The unit passed all the tests. The unit was released to user as clinical use on same day. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed "system overheat." The unit was swapped to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Corrected section: g1 contact person ¿ mfg site.

Manufacturer narrative:
The fse was not able to duplicate the reported issue.